Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis revealed a decrease in power consumption and estimated flows on (B)(6) 2021 and 121 low flow alarms logged since 22/aug/2021. As a result, the reported low flow event was confirmed. Additionally, one (1) vad disconnect alarm was logged on (B)(6) 2021 at 10:44:59, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Of note, it was reported that the patient had performed a controller exchange in response to the low flow alarms, which was not advised by the vad team. Additional information received from the site indicated that the patient was admitted due to a suspected device thrombus; the patient had a known left ventricle (lv) thrombus. Lactate dehydrogenase (ldh) levels were slightly above baseline and international normalized ratio (inr) had been subtherapeutic for a few weeks. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to experiencing a suspected thrombus associated with frequent low flow alarms. A computerized tomography (CT) scan was stable. The patient had a known left ventricle (lv) thrombus and there was concern that part of the thrombus had broken off and went through the vad. The patient was hemodynamically stable, general labs were all within normal limits (wnl), their lactate dehydrogenase (ldh) levels were slightly above baseline and international normalized ratio (inr) had been subtherapeutic for a few weeks. CT and echocardiogram were unchanged from previous reports and there was no sign of outflow graft obstruction. The vad remains in use. No further patient complications have been reported as a result of this event.